Event description:
According to the reporter, during an open left hepatic resection procedure, at the second staple line over the liver, the powered stapler was unable to fire. There was bleeding at the distal end of the liver resection and the surgeon over-sewed to complete the procedure. The patient was alive with no injury.